Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. One the same day the sensor was inserted, the patient experienced bleeding under the sensor patch. Post-insertion, he noted the cgm displayed low, then would rise to the low 50s mg/dl, then fall back to less than 41 mg/dl or low. Although no symptoms were reported, the patient drove to the hospital ¿out of an abundance of caution¿ as he did not have a glucometer with him. His bg upon arrival in the emergency department (ed) was 500 mg/dl. He was admitted to the emergency department (ed) for observation, treated with IV insulin, and released 12 hours later. The patient removed the sensor the day after the event. At the time of report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.